Manufacturer narrative:
08-feb-2016 product investigation results: the reporter returned 2 concomitant flexi-soft toothbrush heads on 02-feb-2016 used with the suspect product. Toothbrush heads confirmed to be counterfeit. The suspect toothbrush handle was not returned.

Event description:
Wounds on cheek [mouth injury]; irritation in mouth [stomatitis]; brushhead comes off toothbrush [device breakage]; brushhead came off of toothbrush and caused wounds on cheek [injury associated with device]. Case description: (B)(4). A consumer reported that while his girlfriend used an oral-b rechargeable toothbrush, version unknown, the oral-b flexi soft brushheads came off very often which caused little wounds on her cheeks, stating the metal tip of the toothbrush would come out of her leading to irritation in her mouth. The case outcome was unknown. On (B)(6) 2016: the suspect product in this case was used with a toothbrush head that was confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Reporter returned two concomitant oral-b brush heads on 02-feb-2016. Product investigation pending.

Event description:
Wounds on cheek [mouth injury]; irritation in mouth [stomatitis]; brushhead comes off toothbrush [device breakage]; brushhead came off of toothbrush and caused wounds on cheek [injury associated with device]. Case description: a consumer reported that while his girlfriend used an oral-b rechargeable toothbrush, version unknown, the oral-b flexi soft brushheads came off very often which caused little wounds on her cheeks, stating the metal tip of the toothbrush would come out of her mouth uncontrollably. He reported the brush heads came off the brush, leading to irritation in her mouth. The case outcome was unknown.